Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ileal bladder surgery, when cutting the closed ileum, the device did not fire. The jaws did not close the clipped tissue properly and cannot be fired normally. A replacement of new equipment was done to complete the case. There was no patient injury.